Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) replaced the large syringe and small syringe. The fse removed and cleaned the need dilution port and wash assembly and checked the waste line for obstructions. The fse replaced the ferrules on the low pressure tubing at the injection valve and ratory valve. The fse ran precision and quality controls, which were within acceptable ranges. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11-sep-2016 through (B)(6) 2017. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 1 - introduction and applications, states that dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Results will not be reported if the total area (ta) is <500 and if the ta is >4000. The most probable cause of the reported event was due to defectives syringe-l and syringe-s.

Event description:
On (B)(6) 2017 a customer reported getting low total areas while running hemoglobin a1c (hba1c) on patient samples with the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional". Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) replaced the large syringe and small syringe. The fse removed and cleaned the need dilution port and wash assembly and checked the waste line for obstructions. The fse replaced the ferrules on the low pressure tubing at the injection valve and ratory valve. The fse ran precision and quality controls, which were within acceptable ranges. The instrument was performing within specifications after completing the repair.

Event description:
On (B)(6) 2017 a customer reported getting low total areas while running hemoglobin a1c (hba1c) on patient samples with the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.